Manufacturer narrative:
One infusion pump was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.

Event description:
It was reported that during testing the device keeps alerting "cartridge removed" and will not exit out after downstream occlusion test. There was no patient involvement reported.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the syringe port was cracked on rear housing. The investigation was unable to duplicate the customer's reported problem. The device ran and passed all functional tests. Based on the investigation, the complaint allegation was not confirmed. The rear housing was replaced. A DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the pump and the device was not previously in for repair for a similar problem.